Event description:
It was reported that this implantable pacemaker recorded inappropriate ventricular tachycardia (vt) episodes. Technical services (ts) reviewed the episodes and discussed the events are inappropriate due to right ventricular (rv) oversensing, resulting in pacing inhibition for less than two seconds as the patient is pacemaker dependent. It was also mentioned the signal is very low level but the cause of the noise is unknown. The rv lead measurements appear stable. Further evaluation was recommended. Additional information was provided. The device was explanted and replaced as the patient is pacemaker dependent. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker recorded inappropriate ventricular tachycardia (vt) episodes. Technical services (ts) reviewed the episodes and discussed the events are inappropriate due to right ventricular (rv) oversensing, resulting in pacing inhibition for less than two seconds as the patient is pacemaker dependent. It was also mentioned the signal is very low level but the cause of the noise is unknown. The rv lead measurements appear stable. Further evaluation was recommended. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded inappropriate ventricular tachycardia (vt) episodes. Technical services (ts) reviewed the episodes and discussed the events are inappropriate due to right ventricular (rv) oversensing, resulting in pacing inhibition for less than two seconds as the patient is pacemaker dependent. It was also mentioned the signal is very low level but the cause of the noise is unknown. The rv lead measurements appear stable. Further evaluation was recommended. Additional information was provided. The device was explanted and replaced as the patient is pacemaker dependent. No additional adverse patient effects were reported. The device is expected to be returned for analysis.